Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "filled with fluid" "non-cancerous spot in there" and "exchange of textured devices due to patient's concern with product." Healthcare professional reported exchange from textured to smooth implants due to the patient's concern with the product. Patient later reported "capsular contracture, baker grade unknown, implant has moved under their armpit, because of the implants the patient has inflammation all over their body and they get massive headaches, considered no device related". Device remains implanted.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "filled with fluid" "non-cancerous spot in there" and "exchange of textured devices due to patient's concern with product."

Event description:
Patient reported right side "filled with fluid" "non-cancerous spot in there" and "exchange of textured devices due to patient's concern with product." Device remains implanted.